Event description:
It was reported that the patient experienced an ischemic stroke after the procedure. The patient presented with a right contralateral carotid occlusion for a left transcarotid revascularization (tcar) procedure. An enroute transcarotid neuroprotection system (nps) was selected for use. During the procedure, the patient experienced signs of intolerance when flow was initially clamped and labile blood pressure, with systolic readings reported as low as the 70s and as high as the 245s. Approximately 2-3 hours post-procedure, the patient experienced a right-sided ischemic stroke, confirmed by imaging, with right eyelid ptosis. The neurological deficit was described as minimal, with near complete resolution. Magnetic resonance imaging (MRI) did not demonstrate evidence of an acute infarct, particularly within the treated left hemisphere. Small white matter changes identified in the right hemisphere were interpreted as chronic findings, possibly related to prior right internal carotid artery occlusion, and were not anatomically consistent with the reported ptosis. No embolic, watershed, or border-zone infarcts were identified. The patient was transferred to another hospital for further care and was subsequently discharged home. The patient was reported to be compliant with dual antiplatelet therapy, and no p2y12 inhibitor testing was performed.